Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 9 years and 6 months post implant of this bioprosthetic valve, the valve was explanted and replaced with a bioprosthetic valve of same size and model. The reason for the explant was not reported. No adverse patient effects were reported.